Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2, -8.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens of -8.00 diopter into the patient's right eye (od) on (B)(6) 2018. Secondary yag was performed for enlargement of pi. The lens was explanted on (B)(6) 2018 due to excessive vault and a shorter lens was later implanted on the same day in a different surgery. The problem was resolved. (B)(4).

Manufacturer narrative:
Deice evaluation: lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).